Manufacturer narrative:
(B)(4): visual and microscopic examination of the returned device revealed all device measurements were within device specifications. Areas of coating damage were noted on the catheter shaft at 180 to 185cm from the proximal. The coating was peeling and missing in places. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a transarterial embolization treatment procedure, difficulties advancing through a non-bsc catheter occurred. The rengade stc 18 microcatheter was selected for treatment and during use the device was unable to advance through another manufacturers angio catheter. The catheter was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status is listed as 'stable'. Returned product analysis revealed missing and peeling coating.